Manufacturer narrative:
It was reported to abbott a patient underwent a phase two surgery. The surgery went well, and nothing happened during the case that was abnormal. The patient¿s post-surgical hospital stay was uneventful. The rep was informed two days later the patient passed away. Review of this record by the medical affairs team concluded the following¿ ¿patient passed away 1 day following discharge from the hospital and 2 days after an uneventful paddle scs lead and ipg implant. The death is likely a cardiopulmonary arrest, related to the procedure and anesthesia, not device related¿. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient passed away. There is no known allegation from a healthcare professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. E1- initial reported phone number: (B)(6).